Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was implanted deeper into the pocket tissue. Therapy was restored post operatively.

Manufacturer narrative:
Surgical intervention date was unintendedly excluded in the initial report. This report contains additional information.

Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2019.